Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient reported waking up and finding their patient line had become disconnected from the catheter. The patient reconnected the patient line and wished to continue with the treatment. The technical support advised the patient to disconnect from the current supplies and restart the treatment with new supplies due to breach in aseptic technique. The patient declined to do so and advised they wish to continue with the treatment. During follow up the pd nurse stated the patient did not have any signs of infection and their effluent remained clear. Per clinic procedure the patient was prescribed prophylactic antibiotics (unknown route and dose). No adverse event reported at this time. The patient was reeducated about not using the supplies once they have been compromised. The cassette was discarded

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.